Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5075351/5081798.

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility.